Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08893 and 2134265-2017-08801. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus was not able to perform auto pullback and the imaging was also dropping intermittently. The physician tried to load the motordrive 5 plus into the sled properly, however the issue was not resolved. No patient complications were reported.